Event description:
It was reported that the implantable cardiac monitor was associated with a discrepancy in heart rate histogram data between in-office device interrogation via diagnostic mobile programmer application and remote monitoring network. An anomaly was identified in the histogram data from the diagnostic mobile programmer application, where lifetime counters were not consistently increasing, resulting in negative or anomalous values. Multiple silent electrical resets of the implantable cardiac monitor occurred. After each electrical reset, the device appeared to recover and was expected to function as intended. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.